Event description:
Pt awakened in am to find "flat" left breast. Denies pain or signs and symptoms of inflammation. Scheduled for reimplantation which was completed. Breast implant was returned to mentor corp as well as reporting paperwork.